Event description:
When drawing blood, there seems to be insufficient vacuum when pulling aback on the plunger. Seven attempts were made with seven syringes and all were defective, thus making it difficult to collect blood for an arterial blood gas.